Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested with ise indirect na, k, ci for gen.2 on a cobas 8000 ise module. The erroneous results were not reported outside of the laboratory. The sample initially resulted with an na value of 173 mmol/l, which repeated as 139 mmol/l. The sample initially resulted with a k value of 5.49 mmol/l, which repeated as 4.11 mmol/l. The sample initially resulted with a cl value of 134 mmol/l, which repeated as 101 mmol/l. No adverse events were alleged to have occurred with the patient. The na, k, and cl electrode lot numbers and expiration dates were asked for, but not provided.